Event description:
It was reported that on the (B)(6) 2012 the patient underwent a primary angioplasty for a total occlusion in the proximal left anterior descending artery. There was no calcification or tortuosity in the vessel; however, thrombus was present. Predilatation was performed prior to stenting. During the procedure a 3.5x18 mm xience v stent was deployed at 14 atmospheres. On (B)(6) 2012, the patient presented to the hospital with a myocardial infarction and was rehospitalized. Thrombus was noted in the proximal portion of the deployed stent on angiography and was aspirated, after which plain old balloon angioplasty was performed. On (B)(6) 2012 the patient expired. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction, thrombosis, and death as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined.